Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, the unit would not detect metal tag prior to a procedure. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. A review of the serial number reported indicates that the product was within the warranty period at the time of reported incident. The returned product did not meet specification as received. The reported condition was confirmed. The investigation found a failure on coils 3 and 4. The mat was plugged into the console and a replace mat error was displayed on the screen. The rivets on the cable/coil interface were pressed and the mat was tested again. All coils passed. The failure mode was the resistance of the coils as measured from the mat connector. This was greater than the limit of 3 ohms. Investigation identified the root cause of the reported event to be a poor electrical connection made between the rivet and star washer connection to the aluminum foil laminate sheet. Corrective actions have been implemented to mitigate this issue. The provided serial number indicates that this product is an original equipment manufacturer (OEM). If information is provided in the future, a supplemental report will be issued.